Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Additional information received reported the patient had been transferred to the current health care provider (hcp) on (B)(6) 2014 and no prior information or symptoms were known. The dose of gablofen had been 550mcg with a concentration of 2,000mcg. It was confirmed a revision to the distal end of the catheter occurred on the date of the replacement, the event date. It was confirmed no catheter segments were left in the intrathecal space. In terms of how the patient was now doing, it was noted they had recovered without permanent impairment.

Event description:
It was reported that a hole in the patient¿s catheter was found at the of a pump replacement. A nick in the catheter was found during the pump replacement. The patient was having off days. The patient¿s health care provider (hcp) lowered the baclofen dose. It was noted that the hole in the catheter ¿could occlude the little hole and the full dose.¿ the patient was reportedly lethargic. It was unknown how high the patient¿s baclofen dose was but the patient referred to the dose as their ¿out of it days.¿ the patient was alert and would answer questions but was described as looking ¿like a zombie.¿ the patient¿s blood pressure would drop and their pulse would drop and stay low for a couple of days. A dye study and nuclear study but could not find anything with the pump until they replaced the pump due to normal battery depletion. The patient was reportedly sick. The ambulance was called on the way to the hospital as the patient vomited, asperate and get phenomena. The pump was used to infuse gablofen.